Manufacturer narrative:
Qc results were acceptable. A field engineering specialist found that the sample probe was misaligned. He corrected the probe alignment. A field engineering specialist performed precision and performance testing with acceptable results. The customer was using an unapproved sample tube size. Based on the information provided, the investigation determined that it can not be excluded that the unspecified tube size and the misaligned sample probe was causing the questionable results. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of multiple questionable results for multiple patients tested on a cobas e 411 immunoassay analyzer. From the data provided, 1 patient had questionable elecsys ft3 iii results, 1 patient had questionable elecsys tsh assay and elecsys ft4 iii assay results, and 1 patient had questionable tsh, ft3iii, and ft4 iii results. The results in question were not reported outside of the laboratory. There was no allegation of an adverse event. The tsh reagent lot was 40224800. The ft3 iii reagent lot was 37245100. The ft4 iii reagent lot was 391521.